Event description:
During use of the device for control for a cardiopulmonary bypass procedure, the user reported the error message "battery cannot be charged, full back up may not be available" displayed on the central control monitor. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.